Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to low blood glucose around (b)() 2019 with blood glucose of about 25 mg/dl at the time of the incident. The customer did not mention how they were treated. The customer did not mention any symptoms. The customer was most likely wearing the insulin pump during the incident. Troubleshooting was not completed. The customer had been diagnosed with the flu a few days before the low incident. The customer believes the low was due to over correction for a high and does not believe had anything to do with the pump. The insulin pump will not be returned for analysis.